Event description:
It was reported that pump did not stay charged well, there was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by the customer or technical support to address the issue.